Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in subclavian artery. A 8.0x40x135 cm express ld vascular stent was selected for use. However, it was noted that the stent strut was not smooth. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified subclavian artery.

Event description:
It was reported that stent damage occurred. The target lesion was located in subclavian artery. A 8.0x40x135 cm express ld vascular stent was selected for use. However, it was noted that the stent strut was not smooth. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified subclavian artery.

Manufacturer narrative:
B5 describe event or problem updated. Corrected d4: lot number from 0025458760 to 0025678940. Device evaluated by MFR.: a express ld 10 x 25, 135cm, 12 atm was returned fro analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual and microscopic examination found a stent strut on the second row at the distal end lifted. No issues were noted with the of the device's tip. No issues were identified with the returned device during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in subclavian artery. A 8.0x40x135 cm express ld vascular stent was selected for use. However, it was noted that the stent strut was not smooth. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.